Manufacturer narrative:
The customer reported the tubing is not sealed correctly, and returned one photo of material 2426-0007, lot 24085359. The photo was examined, and the complaint was verified. The sample had a separation of the lower pump fitment at the solvent based connection. The manufacturing site found the root cause for the lower pump fitment separation to be related to incorrect insertion of tubing to solvent dispenser by production personnel. The site implemented an accessory to the medica solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. Approved on (B)(6) 2024. Device history record review for model 2426-0007 lot number 24085359 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material: 2426-0007, batch#: 24085359. It was reported by the customer that tubing is not sealing correctly and has created leaking. Verbatim: rcc received a complaint via email. Email(s) attached. Tubing is not sealing correctly and has created leaking. Additional information: 1. Kindly provide the date of event. 11.22.24 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. Minimal; delay of care. 3. If possible, could you please provide picture samples for investigation? Will follow up with photos later today. 4. What medication was being administered and leaked. Was this a chemotherapy drug? Lactated ringer fluids and IV tylenol.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was loose the following information was received by the initial reporter with the following: it was reported by the customer that tubing is not sealing correctly and has created leaking.